Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Incoming information indicated that patient also had a cough. Bilateral pleural effusions were found via echocardiography. A pleural puncture was subsequently performed, and pleural fluid analysis confirmed presence of bacteria. Intravenous and oral medications were administered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, hemodynamic destabilization and pulsus paradoxus occurred. Cardiac tamponade was confirmed via echocardiography and drainage was subsequently performed. The patient became hemodynamically stable. The case was completed with cryo. The patient had an extended hospitalization. It was noted that another hospitalization occurred post procedure, as the patient had dyspnea. The patient has been discharged from the hospital. No further patient complications have been reported as a result of this event. The patient was part of the (B)(6) clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.